Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient expired due to unknown reasons. Implant duration and date of patients' death is unknown. No further details were provided. Patient also had a 4500 36mm implant in the tricuspid position on the same day. Information learned from implant patient registry.